Event description:
It was reported that a revision was needed to replace a creo mis locking cap that was found loose post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device nor any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.